Event description:
Additional information received identified the device as zimmer screw.

Manufacturer narrative:
Additional information received identified the device as zimmer screw. Therefore, after reassessment of the reported event, it was determined an MDR will not have been filed under the current MFR number. The incorrect manufacturer facility was selected and submitted for this event, the report associated with this event will be reported through MFR 0002023141 - 2019 - 00210. Not product was returned for evaluation. Not lot number was provided; therefore, the device history record review and the complaint history review could not be performed. Appropriate documentation was reviewed. No root cause can be determined. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. The following sections have been updated: b4: date of this report. D4: device catalog/lot number: unknown zimmer screw. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported an unknown loosened screw. Implant still in place. Tooth location 18.